Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified in the logs. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up to an unresponsive pump. Reportedly, the customer's blood glucose level was elevated; however, the exact value was not provided. It was confirmed that the customer had manual injections available.